Event description:
The healthcare professional reported that during an endovascular embolization procedure, the 4.5mm x 14mm enterprise vascular reconstruction device (enc451412 / 9924735) was delivered in place and was released. The distal markers were opened well, but the proximal makers were converged and could not be opened. The physician used the delivery wire of the stent to ¿massage¿ the proximal markers, but they were still not opening. It was then reported that the physician ¿[administered] drugs for treatment and completed the surgery. The surgery was prolonged by about 10 minutes.¿ there was no report of any negative patient impact. Two procedure images were included in the complaint. The procedure images will be reviewed by an independent physician. On 09-mar-2026, additional information was received. The information confirmed that procedure was targeting a 5.1mm x 3.3mm unruptured saccular aneurysm on the c7 segment of the internal carotid artery (ica). There were no vessel or aneurysm factors that contributed to the incomplete expansion of the stent. There was no evidence of obstructed blood flow due to the reported issue. Three (3) medications were administered: aspirin, clopidogrel, and tirofiban. The information indicated that the administration of the medications was considered a medical intervention of the issue with the stent not opening completely, ¿tirofiban can reduce the risk of thrombosis.¿ the information confirmed that the temperature indicator label on the inner pouch had been checked and found to be within acceptable criteria. There had been no resistance during the advancement of the stent. The information indicated that a second stent was not used. The associated microcatheter used was a headway® 21 microcatheter (terumo neuro). The information confirmed there was no negative impact on the patient; the reported 10-minute procedural delay was not clinically significant. The patient¿s hospitalization was not prolonged.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone is not available / reported. The two procedure images were reviewed by the medical safety officer. The review is documented below. [Procedure image review]: two images are supplied, a 3d reconstruction of the angio image showing a wide necked intracranial aneurysm. The second is a single angiographic view showing a coil ball within the 3d visualized aneurysm along with an enterprise stent and delivery wire visible. The proximal markers appear unexpanded as described, the information provided is limited and it is unclear if the coiling procedure is contemporaneous with the stent insertion or if there had been a recent sub-arachnoid hemorrhage. The difficulty in expansion could be related to localized vasospasm and could potentially respond to therapy as described. There is no clear evidence of device malfunction based on the images and information available at this time. Physician name and date reviewed: (B)(6), mbchb frcs mba. (B)(6) 2026. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9924735. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise2 vascular reconstruction device can potentially lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, the user was required to perform the additional surgical intervention of use of a delivery wire to massage the proximal markers of the stent in an attempt to expand the stent fully. There were no reports of patient harm; however, medication therapy was required. Based on this surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.